Manufacturer narrative:
Product ID 97745 lot# serial# implanted: explanted: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that today they were charging their implanted neurostimulator and the controller was taking a long time to charge th eir implant. Patient added they tried to get the battery up to 60%, and then something odd happened, the controller totally blacked out. Patient stated that they unplugged the recharger and plugged it back in, but the screen stayed black. Patient said that they reset the controller, but nothing happened and when they put the controller back together, they saw a message saying that the battery needs to be replaced. Agent had the patient remove the battery pack from the controller and inspect the controller battery compartment, battery pack, and battery compartment pins; patient confirmed that there was no visible damage to the equipment. Patient noted that the controller was making an electric whistle inside and rattling noise. The issue was not resolved. A request was sent to the repair department to replace the controller. When asked about the event date, patient mentioned that probably 3-4 months now when they noticed that it's taking a longer time for them to charge their implant and  implant battery depletes faster.